Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI: lot/serial: (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: occlusion of native vessel.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. After a trunk-ipsilateral leg component was implanted, it was noticed that the proximal end of the trunk-ipsilateral leg component partially lost its wall apposition. An aortic extender component pla280300j was implanted successfully to fix the wall apposition. Then an angiography showed decreasing blood flow to the right renal artery. The physician thought the right renal artery was partially occluded. A stent was implanted into the right renal artery to treat the occlusion. The occlusion was successfully treated and the patient tolerated the procedure. It was reported that the proximal neck had thrombus, and there were possibilities that the thrombus from the proximal neck occluded the right renal artery or the proximal end of the aortic extender partially covered the ostium of the renal artery.